Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low monocytes (mo%) results and erroneously high lymphocytes (ly%) results generated by coulter lh750 hematology analyzer on five patient samples. The instrument did not generate flags, and the results did not match the repeat results generated by an alternate instrument. The customer considers the repeat results to be correct and the erroneous results were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Raw data files were requested but not received. A bci field service engineer (fse) found that the fitting for the stabilyse pump was loose and tightened it. The fse replaced the solenoids for probe wipe, the actuators, and the stabilyse switching solenoid. All verification testing met the specifications. The root cause for this event has not been determined.